Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window, broken reservoir tube lip and missing reservoir tube lip o-ring.

Event description:
It was reported that the reservoir has come apart from the insulin pump. Customer's blood glucose reading was 486 mg/dl. Nothing further reported.